Event description:
The device eval identified a reportable malfunction, damaged power cord, unrelated to the original complaint which was a non-reportable event.

Manufacturer narrative:
The eval confirmed a damaged power cord.